Event description:
After the extraction of the curved scissors from the coelioscopy trocar, it appeared that the insertion tube was damaged, at the tip of the scissors. One piece was missing, and couldn't be found.

Manufacturer narrative:
The item was returned to the manufacturer for analysis, and it was visually confirmed that a small part (2-3 mm) of the scissor made of plastic is missing. The bio-engineer of the hospital believes that the missing part was certainly sucked up with a cannula during the surgery, and no patient impact was reported. The root cause was indeterminate.